Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt mentioned information about previous implants. And then they mentioned that they were allergic to the previous implant and it "popped itself out of my body" and is still recovering from that. Pt then stated these implants "give you pain and drives you insane and cause migraines", but they help with the pain that medications can't help with. Pt then added having to carry two equipment is making their purse heavy with all the other medications and it's bad for their back. Additional information was received, it was reported the patient clarified the allergy to device and it popped out of body as the device pushed forward almost breaking through skin. The cause of the event was unknown. The device was replaced in (B)(6) of 2012.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Pt mentioned information about previous implants. And then they mentioned that they were allergic to the previous implant and it "popped itself out of my body" and is still recovering from that. Pt then stated these implants "give you pain and drives you insane and cause migraines", but they help with the pain that medications can't help with. Pt then added having to carry two equipment is making their purse heavy with all the other medications and it's bad for their back.

Manufacturer narrative:
Event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.